Event description:
Several contact lenses in this lot number have noticeable defects such as holes or tears. Other lenses look fine (no defect), but when placed in the eye have immediately cracked, ripped or fractured into multiple pieces making removal extremely difficult and painful. This breaking of the lenses in the eye has happened four times in the same lot number of lenses and only this lot number. Other lots I have had no problems with.